Event description:
The complaint-received states that when the optease device was scheduled for removal, the caudal hook could not be seen, and the filter was left as a permanent implant. There are no details regarding the patient, reason for ivc filter implantation, and the implantation procedure. Multiple attempts to obtain more information have been unsuccessful to date. The account suggested that there was a trapease device in the optease packaging. The filter remains implanted thus unavailable for analysis.

Manufacturer narrative:
A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of optease filter retrieval difficulty and incorrect labeling were investigated, however, without the return of the device or packaging, or procedural films for evaluation, the investigation is limited. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the limited information does not suggest what factors may have contributed to the reported events.